Event description:
Hypoglycaemic coma (hypoglycaemic coma). Case description: a pharmacist reported that a pt experienced hypoglycaemic coma after using a novopen 3 with mixtard 50/50. The pharmacist suspects that the novopen is not injecting the amount of insulin required. Add'l info has been requested.